Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 test on the cobas® 6800/8800 system. No harm was alleged. The patient initially generated an invalid result and was retested as positive for both sars-cov-2 targets. A new sample was collected and tested negative using the same platform. All results were released. According to the customer, samples were collected using nasopharyngeal swabs and greiner pbs media. Note, this is not considered a recommended practice. Per the method sheet, nasopharyngeal samples should be collected using: copan utm-rt system(utm-rt) or bd¿ universal viral transport system(uvt) and nasal swab samples collected in cobas® pcr media and 0.9%physiological saline. Testing of other sample types with cobas®sars-cov-2may result in inaccurate results. It is unknown exactly how this non-recommended practice would have affected the results generated by the customer. An investigation was conducted and did not identify any product issue. The discrepancy was likely the result of a pre-analytical issue caused by the use of non-recommended sample preparation practices.

Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 test on the cobas® 6800/8800 system. No harm was alleged. An investigation was conducted and did not identify any product issue. The discrepancy was likely the result of a pre-analytical issue caused by the use of non-recommended sample preparation practices. (B)(4)